Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from date manufacturer was made aware.

Event description:
It was reported that the patient had an increase in implantable pulse generator (ipg) charging. The patient underwent a revision procedure.